Event description:
It was initially reported that the zimmer skin graft mesher was shredding the tissue. It is not believed to be the fault of the cutter as it was placed on an alternate device and performed as expected. No additional clinical info was received prior to this report. If additional info is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 08/15/2007 and was last repaired on 7/23/2013 for a non-related issue. Previous repair included replacement of the roller, comb, gear and side plates. Eval of the device showed galling to the roller gear and minor wear to the right end of the roller. The comb had bent tines on the left side. The mesher had minor wear to the shoulder bolts and side plate ears. The right latching pin was difficult to open and close. The customer did not return a ratchet or any cutters with the device. The cause of the reported issue was most likely improper handling by the user. It should also be noted that improper handling most likely caused the damage to the roller and sideplates. The device was serviced and returned to the customer.